Event description:
Event description boston scientific received information that during the routine pacemaker changeout procedure the atrial lead was surgically abandoned due too impedance measurements greater than 2500 ohms. A new lead was implanted.